Event description:
It was reported that the device will not power on when it is plugged into ac. The device will power on when the power button is pushed, but it will not power off. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control advised customer that the problem is likely to be the power conversion pcb. The customer has not yet confirmed if they are going to proceed with the repair of the device.